Event description:
It was reported that the artificial urinary sphincter (aus) was explanted many years ago due to infection. The patient was later implanted with a new aus on (B)(6) 2019 consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.